Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in threshold from 1v (volt) to 5vand the pacing impedance decreased from 440 ohms to 370 ohms after implant. The patient is experiencing muscle stimulation even at a lower threshold voltage. The physician advised the lead will need to be repositioned or replaced in the near future. The lead remains in service and there is no evidence to suggest a lead revision procedure has been scheduled at this time. No additional adverse patient effects were reported. It was reported that poor lead parameters determined this lead had dislodged. A revision procedure was performed, and the lead was successfully repositioned. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in threshold from 1v (volt) to 5vand the pacing impedance decreased from 440 ohms to 370 ohms after implant. The patient is experiencing muscle stimulation even at a lower threshold voltage. The physician advised the lead will need to be repositioned or replaced in the near future. The lead remains in service and there is no evidence to suggest a lead revision procedure has been scheduled at this time. No additional adverse patient effects were reported.